Manufacturer narrative:
Block d6a and d6b: not applicable as patient not implanted with any device.

Event description:
It was reported that following an explant procedure of the entire spinal cord stimulation system (see mfg. Report 3006630150-2025-03622), the patient experienced redness at the site where the implantable pulse generator (ipg) was previously implanted. The physician could not determine if there was an infection or not, as she was seen by the nurse after taking antibiotics for five days. The patient was recovering at home and there is no further course of action.